Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced an event of infusion set bent cannula on (B)(6) 2025 which led to hospitalization. The site of insertion was abdomen. Patient noticed symptoms within three or more hours of insertion. High blood glucose reported was 500 mg/dl. Ketones were also reported as positive. No further information was available.